Event description:
It was reported that this sigma pump was infusing vasopressin at 17.5 ml/hr (305 units/hr) for a vtbi of 80 ml and began alarming. Pump had stopped infusing and screen read that to safely restart, the pump should be shut off and restarted. This process erased all data from pump for current infusion and required the pump to be reprogrammed to start infusing again. Patient had a hypotensive moment during this process. Other bp supportive medications were infusing and able to compensate for drop in blood pressure while reprogramming. Pump was successfully restarted. Interruption of infusion was one (1) minute. There was no patient harm.

Manufacturer narrative:
(B)(4). A review of the devices' history log, by both sigma and the facility's biomedical engineering representative confirmed this instance of an error 322 (low link switch). However, the log review also indicated that the infusion was first interrupted by the clinician by placing the clamp in the pump and opening the door. When closing the door and attempting to restart infusion, the error 322 appeared. The user followed the pump screen instructions, powered off, then reprogrammed the device and restarted the infusion. The infusion was interrupted for one (1) minute. It is unknown if the act of stopping infusion and opening and closing the door contributed to the failure. Sigma engineering evaluated this pump through extensive testing and visual evaluation and was not able to reproduce the error or find any defective components.